Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. As received, a complete lead was returned in one piece. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve height was measured within specification. Visual and x-ray examinations of the lead did not find any anomalies.